Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level of 567 mg/dl. A manual injection was administered to resolve elevated bg and a new cartridge was loaded to resume insulin therapy.